Event description:
It was reported via a voluntary med watch report, that during a rotator cuff repair procedure using an unk opus implant, the implant broke upon insertion. There were no further details provided regarding the procedure or pt outcome, however no pt complications were reported.